Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to incorrect reprocessing. The suggested event can be prevented by reprocessing as per the instruction manual "reprocessing manual section 5.3 precleaning the endoscope and accessories". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The nurse at the user facility reported that bedside cleaning was not performed using an olympus mh-948 air/water channel cleaning adapter during the reprocess of the endoscope owned by the facility. The user facility uses products manufactured by kaigen aer (automated endoscope reprocessor). The facility staff was retrained by an olympus representative. A follow-up visit by an olympus representative on august 4, 2022, found the bedside cleaning was currently being performed using the olympus mh-948 air/water channel cleaning adapter, and there was no problem with the reprocessing method. It was also confirmed that there was no health hazard to a patient. There are ten (10) scopes related to this event: the first scope is reported in the medwatch report with patient identifier: (B)(6), the second scope is reported in the medwatch report with patient identifier: (B)(6), the third scope is reported in the medwatch report with patient identifier: (B)(6), the fourth scope is reported in the medwatch report with patient identifier: (B)(6), the fifth scope is reported in the medwatch report with patient identifier: (B)(6), the sixth scope is reported in the medwatch report with patient identifier: (B)(6), the seventh scope is reported in the medwatch report with patient identifier: (B)(6), the eighth scope is reported in the medwatch report with patient identifier: (B)(6), the ninth scope is reported in the medwatch report with patient identifier: (B)(6), the tenth scope is reported in the medwatch report with patient identifier: (B)(6).